Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and an irrigation issue occurred during used on the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number, and no internal action related to the reported complaint were identified. The irrigation issue reported by the customer could not be replicated during the product investigation, even though there was a customer video showing the failure; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On 21-nov-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and an irrigation issue occurred during used on the patient. It was initially reported by the customer that during the operation, there was intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported inaccurate irrigation issue was not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 24-oct-2025, additional information was received indicating the device was used on the patient. There was no error message noted from the irrigation pump. They first noticed the irrigation issue as strong drainage in vitro of the patient found that the irrigation hole was blocked in the part with poor drainage at the head end, and then the infusion was also blocked with a 50ml syringe, so the drainage hole was suspected to be blocked. To resolve the issue they first observed whether the connection of irrigation tubing was normally clamped. In addition, strong drainage is used to observe the drainage of tubing. Drain normally without the catheter attached. Then they connected the catheter to observe partial blockage of drain hole. The correct catheter settings were selected on the generator and there were no issues with flow rate change at the start of ablation. Based on the additional information received confirming the irrigation issue occurred while the device was used on the patient, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch® sf uni-directional navigation catheter approved under p030031/s078. Manufacturer's ref. # (B)(4).